Event description:
It was reported that during threshold testing, after a loss of capture, there was noise seen on the right ventricular (rv) lead. The rv lead was also found to have high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).